Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported issue was discovered on (B)(6) 2016, pre-operatively while the sales consultant was inventorying his (tfna) trochanteric fixation nail advanced field equipment set.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown device is an instrument and is not implanted/explanted. Device history record (DHR) review was performed on part # 03.037.028, lot # 9298608: manufacturing location: (B)(4), manufacturing date: 24-feb-2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed on the subject device (5mm hex flexible screwdriver, part # 03.037.028, lot # 9298608). This condition is confirmed; the shaft of the device is broken at the end of the first rotation of the irregular spiral cut. It is likely that nearly two years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device has broken into two (2) pieces but no fragments have been generated and the only reason the two separate pieces are still connected to each other is because of the irregular spiral cut geometry. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. The 03.037.028 5mm hex flexible screwdriver is an instrument routinely used in the tfnadvanced proximal femoral nailing system. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that nearly two years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, pre-operatively while the sales consultant was inventorying his (tfna) trochanteric fixation nail advanced field equipment set, he noted that the 5mm hex flexible screwdriver was not working properly. He reported that one of the links is bent on the base of the handle. No patient involvement. During the manufacturer investigation process it was identified that the shaft of the returned subject device is broken at the end of the first rotation of the irregular spiral cut. This condition was re-evaluated and determined to be reportable on january 30, 2017. This is report 1 of 1 for complaint (B)(4).